Event description:
Customer reported the pump alarmed, when she opened the door, she noted a few drops on the inside of the pump. A tiny hole is the tubing on the top near the blue plastic part that come out of the channel was noted. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak from a hole in the tubing was confirmed. The leak was found to originate from a pinhole in the silicone tubing near the upper fitment. Crush marks were observed on the upper fitment. The root cause of the pinhole was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.